Manufacturer narrative:
Patient was an infant. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported the infant received a bolus of vasopressor as the syringe was connected to the syringe module tubing during a tubing change in the nicu. The patient was sensitive to vasopressors and experienced a transitory blood pressure change. The blood pressure stabilized after the event and no other patient effects were noted.